Event description:
Suture nonabsorption. Customer states a pt had a c-section. Five weeks post-op the pt had a d&c on 10/18/97. On 10/22/97 the pt had a hysterectomy due to uncontrolled hemorrhage. It states in the pathology report that sutures were retained in the cervix. The suture material was near large thick walled blood vessels and was eroding into large, thick-walled artery within the wall of the endocervix. The pathologist felt this was due to suture non-absorption.